Manufacturer narrative:
Based on the investigation (2023-07-27) punctual holes in the insulation can be seen in the distal shaft area. Based on the overall traces of use over the length of the shaft, it can be assumed that small cracks/damage were already present before use. The flow of current then caused an electrical flashover at the weakened points, which melted the insulation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the patient was burnt in an incident. No further information was provided about the event.